Event description:
Add'l info rec'd from MFR 4/27/04: the subject device (step down reamer drill bit) is classified as an instrument and lot codes are not tracked for these devices. Therefore, no lot code info can be provided. A medwatch report was submitted in response to this event. In co's review of this event it was determined that there were no previous reports of serious injury in the past two years as a result of similar events and the info provided does not suggest that serious injury would result if the event were to recur.

Event description:
Step down reamer drill bit broke off and remained in pt's intramedullary canal during total knee replacement.